Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient presented with a stroke and a myocardial infarction (mi). System evaluation noted noise on the right ventricular channel which was oversensed and resulted in pacing inhibition and a four second pause in pacing for this pacemaker dependent patient. A boston scientific crm technical services consultant reviewed the system egms and suspects some electromagnetic interference (emi). The caller reprogrammed the right ventricular sensitivity to 10 mv and has watched the patient to see if any further inhibition occurred; which has not to this point. The caller will discuss the clinical observations with this patient's physician. One month later, this right ventricular lead was removed from service. It was noted that the physician could not find anything wrong with the lead but since the patient is pacemaker dependent the lead was replaced.